Event description:
(B)(4). Same patient as: 2134265-2010-02864, 2134265-2010-02865. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced dissection. The 75% stenosed eccentric and lightly calcified target lesion located in the proximal left circumflex (lcx) was 8mm long with a reference vessel diameter of 3.5mm. Pre procedure timi 3 flow was noted. Predilation was performed with the placement of a 3.50x12 mm (B)(4) stent. Residual stenosis was 0%. Post procedure timi 3 flow was noted. During the index, the 75% stenosed non-target lesion was 8mm long located in the mid left anterior descending (lad) . Pre procedure timi flow 3 was noted. The lesion was treated with placement of a 3.0x12mm taxus stent. Beyond the stent after working in the lcx a dissection was noted in the lad. The physician implanted a 3.0x8mm taxus stent to treat the dissection. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)